Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was in a lot of pain and that the patient's contract with the manufacturer had been broken. The patient was calling an ambulance to take him to the hospital so that they could take the device out of his body. The patient stated that the product was "good."

Event description:
Additional information was received from the consumer. It was reported that the patient¿s device had not been working for 42 hours, the device was causing him pain and the patient programmer (pp) would not work. It was unclear if the issue was with the implantable neurostimulator (ins) or the pp. These issues occurred two days prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.